Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer had a chair brought in from a patient with one of the crossbraces is broken at the center bolt hole.